Event description:
Synopsis: a consumer reported that their patient experienced a burn with blisters to patient's back in 2003 and sought treatment at an immediate care facility as well as their primary care physician. The patient rec'd darvocet, oral antibiotics, and cream. The consumer's attorney provided medical records that indicated that the burn was second and third degree around the midsection. The consumer had several physician visits as well as 14 visits to a burn/wound clinic for whirlpool and debridement of wounds. As of 02/2004, on physician follow up visit the consumer had almost 100% clearing of third degree burns and in about a week later, the burn had healed. The attorney returned a consumer questionnaire which provided the consumer's concomitant medications and that the burn lasted ten weeks. The questionnaire also stated that the consumer did not have the product/package in question and was not able to provide a lot number.